Event description:
It was reported that during a low anterior resection procedure, the device leaked at staple line after first firing. The procedure was completed by hand-suturing. There was no pt consequence.